Event description:
Related to MFR report # 2183959-2011-00681. The pt was implanted with an ams monarc sling to treat stress urinary incontinence. It was reported that the product caused the pt "severe and permanent bodily injuries and significant mental and physical pain and suffering." Report indicated that the product caused the pt to suffer infection or inflammation, tissue abrasion and other severe adverse health consequences.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.